Event description:
The customer reported that the insulin pump's up arrow button was unresponsive. While changing the reservoir she was unable to rewind the insulin pump because the up arrow button was not working. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The up arrow button did not respond due to a flattened button dome switch. The insulin pump had a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.